Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer has broken rails and plate on the front of the drawer. The field service engineer (fse) replaced the half-height drawer and transferred the cubies to the new half-height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 rails were failed and face plate was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.